Event description:
It was reported that the customer received multiple power source alerts. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.